Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. The blood glucose level at the time of event was between 389mg/dl and 400mg/dl and patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).